Manufacturer narrative:
Date rec¿d by MFR : 10feb2019. The touchscreen was returned for failure investigation. After the completion of the investigation the customer complaint of ¿touchscreen failure.¿ could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/11/2018. The manufacturer's field service engineer (fse) confirmed the reported issue and replaced the defective touch screen, power cord, fan guard, filter and retainer to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.